Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): cuautitlan, izcalli, mexico. B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: syringe 0.3ml 31g 6mm 30box mex. D.3. Medical device manufacturer: cuautitlan, izcalli, mexico. D.2. Medical device catalog #: 326785. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9301520, d.4. Medical device expiration date: 2024-11-30, h.4. Device manufacture date: 2020-02-07. D.4. Medical device lot #: 9119555, d.4. Medical device expiration date: 2024-05-31, h.4. Device manufacture date: 2019-07-17. D.4. Medical device lot #: 8351984, d.4. Medical device expiration date: 2024-01-31, h.4. Device manufacture date: 2019-03-07. D.4. Medical device lot #: 9196585, d.4. Medical device expiration date: 2024-07-31, h.4. Device manufacture date: 2019-10-16. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: cuautitlan, izcalli, mexico.

Event description:
It was reported that syringe 0.3ml 31g 6mm 30box mex plunger was stuck and difficult to move. The consumer was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: 1) in some syringes the black plunger gets stuck. 2) in other syringes, it is very difficult to remove the cap, it is very difficult and can be damaged by needle. She mentioned what happened to her with other boxes that she no longer had to give us the information. Info received from customer by email on (B)(6) 2020: with few syringes I have had the problem that the lid is so stuck that I cannot open it, like the one I pointed out in the photo. With others, I press down with a cloth and it opens. What I always do is run the plunger a couple of times before putting the needle into the insulin. I always apply it on my abdomen, for convenience, but lately out of each bag with 10 syringes, approximately six of them have the problem that already inside the skin it becomes like a bubble or something that prevents the liquid from advancing. I have tried to raise the plunger and lower it, but on 25 it gets stuck and does not walk anymore, so I have to remove the syringe, clean another area and force the plunger, thereby losing insulin and reapplying it in another area. This being the case, I am losing doses because the syringe can no longer be put back into the bottle and I throw it away. Since they are so expensive, I no longer apply another syringe with the lost amount. In the morning I must apply 25 and in the evening 10. With little liquid the plunger does not stick. I have been applying it myself for about a year now, I think. Before, a person came to put it on, but it is not affordable either. This is only recently happening. In the morning broadcasts of fb welfare and diabetes I asked if I was doing something wrong when applying the syringe so that it clogs and does not run the liquid and they suggested that I check the expiration date and I see that it is valid. Having to dispose of a new syringe, without being able to use it as is the problem of the stopper, because it hurts in the pocket, since diabetes is a very high maintenance disease. I see that they are syringes imported from the USA and therefore I know that they necessarily passed the quality control to get here and the bd brand is prestigious, so I do not understand what the problem is. I usually keep the syringes in one of the bags until it is full, put masking tape on them and throw them away. I open the boxes until the 3 bags are finished, and I use bag by bag, opening only the one I need. And I did not intend to complain, really, but due to the pressure I exert on the syringe, I have had several bruises and although the diabetes educator sent me the templates to apply in other areas, the plunger problem will continue to exist and I feel better applying on my abdomen and not my arm, leg, etc. I regret that I have not kept more data and that what I have sent you is sufficient. If you can send me some boxes to replace the syringes that have not done their job well, I am going to thank you very much. Also because I am a pensioner and what I receive is the minimum to not take advantage of the product properly.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-27. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and plunger difficult to move on lot # 8351984; this is the 3rd related complaint for shield does not detach as intended and 2nd related complaint for plunger difficult to move on lot # 9196585; this is the 1st related complaint for shield does not detach as intended and plunger difficult to move on lot # 9301520; this is the 1st related complaint for plunger difficult to move on lot # 9119555. Investigation summary: customer returned (83) 31gx6mm, 0.3ml bd insulin syringes from open polybags from lots 8351984, 919658, 9301520 and 9119555. Consumer reported in some syringes the black plunger gets stuck, and in other syringes it is very difficult to remove the cap. 30 out of the 83 returned syringes were selected, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 2.53 sample 2 1.95 sample 3 2.12 sample 4 2.40 sample 5 2.38 sample 6 2.87 sample 7 2.31 sample 8 2.57 sample 9 3.68 sample 10 2.46 sample 11 3.36 sample 12 2.95 sample 13 2.94 sample 14 2.39 sample 15 2.70 sample 16 2.87 sample 17 2.53 sample 18 2.56 sample 19 2.87 sample 20 4.90 sample 21 3.11 sample 22 2.35 sample 23 2.74 sample 24 2.06 sample 25 2.18 sample 26 2.52 sample 27 2.03 sample 28 2.32 sample 29 2.04 sample 30 2.63 these 30 syringes tested within specification. These 30 syringes were then tested for plunger rod movement: the plunger rods were exercised within the barrel and it was observed that all 30 were able to move properly. No evidence of manufacturing defect was observed on the returned syringes. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9301520. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200856295, 200856543, 200856043] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9119555. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200821207] noted that did not pertain to the complaint. A review of the device history record was completed for batch #8351984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200797769] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9196585. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31g 6mm 30box mex plunger was stuck and difficult to move. The consumer was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: 1) in some syringes the black plunger gets stuck. 2) in other syringes, it is very difficult to remove the cap, it is very difficult and can be damaged by needle. She mentioned what happened to her with other boxes that she no longer had to give us the information. Info received from customer by email on (B)(6) 2020: with few syringes I have had the problem that the lid is so stuck that I cannot open it, like the one I pointed out in the photo. With others, I press down with a cloth and it opens. What I always do is run the plunger a couple of times before putting the needle into the insulin. I always apply it on my abdomen, for convenience, but lately out of each bag with 10 syringes, approximately six of them have the problem that already inside the skin it becomes like a bubble or something that prevents the liquid from advancing. I have tried to raise the plunger and lower it, but on 25 it gets stuck and does not walk anymore, so I have to remove the syringe, clean another area and force the plunger, thereby losing insulin and reapplying it in another area. This being the case, I am losing doses because the syringe can no longer be put back into the bottle and I throw it away. Since they are so expensive, I no longer apply another syringe with the lost amount. In the morning I must apply 25 and in the evening 10. With little liquid the plunger does not stick. I have been applying it myself for about a year now, I think. Before, a person came to put it on, but it is not affordable either. This is only recently happening. In the morning broadcasts of fb welfare and diabetes I asked if I was doing something wrong when applying the syringe so that it clogs and does not run the liquid and they suggested that I check the expiration date and I see that it is valid. Having to dispose of a new syringe, without being able to use it as is the problem of the stopper, because it hurts in the pocket, since diabetes is a very high maintenance disease. I see that they are syringes imported from the USA and therefore I know that they necessarily passed the quality control to get here and the bd brand is prestigious, so I do not understand what the problem is. I usually keep the syringes in one of the bags until it is full, put masking tape on them and throw them away. I open the boxes until the 3 bags are finished, and I use bag by bag, opening only the one I need. And I did not intend to complain, really, but due to the pressure I exert on the syringe, I have had several bruises and although the diabetes educator sent me the templates to apply in other areas, the plunger problem will continue to exist and I feel better applying on my abdomen and not my arm, leg, etc. I regret that I have not kept more data and that what I have sent you is sufficient. If you can send me some boxes to replace the syringes that have not done their job well, I am going to thank you very much. Also because I am a pensioner and what I receive is the minimum to not take advantage of the product properly.

Manufacturer narrative:
Describe event or problem: it was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla plunger was stuck and difficult to move. The consumer was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: 1) in some syringes the black plunger gets stuck. 2) in other syringes, it is very difficult to remove the cap, it is very difficult and can be damaged by needle. She mentioned what happened to her with other boxes that she no longer had to give us the information. Info received from customer by email on 07/23/2020: with few syringes I have had the problem that the lid is so stuck that I cannot open it, like the one I pointed out in the photo. With others, I press down with a cloth and it opens. What I always do is run the plunger a couple of times before putting the needle into the insulin. I always apply it on my abdomen, for convenience, but lately out of each bag with 10 syringes, approximately six of them have the problem that already inside the skin it becomes like a bubble or something that prevents the liquid from advancing. I have tried to raise the plunger and lower it, but on 25 it gets stuck and does not walk anymore, so I have to remove the syringe, clean another area and force the plunger, thereby losing insulin and reapplying it in another area. This being the case, I am losing doses because the syringe can no longer be put back into the bottle and I throw it away. Since they are so expensive, I no longer apply another syringe with the lost amount. In the morning I must apply 25 and in the evening 10. With little liquid the plunger does not stick. I have been applying it myself for about a year now, I think. Before, a person came to put it on, but it is not affordable either. This is only recently happening. In the morning broadcasts of fb welfare and diabetes I asked if I was doing something wrong when applying the syringe so that it clogs and does not run the liquid and they suggested that I check the expiration date and I see that it is valid. Having to dispose of a new syringe, without being able to use it as is the problem of the stopper, because it hurts in the pocket, since diabetes is a very high maintenance disease. I see that they are syringes imported from the USA and therefore I know that they necessarily passed the quality control to get here and the bd brand is prestigious, so I do not understand what the problem is. I usually keep the syringes in one of the bags until it is full, put masking tape on them and throw them away. I open the boxes until the 3 bags are finished, and I use bag by bag, opening only the one I need. And I did not intend to complain, really, but due to the pressure I exert on the syringe, I have had several bruises and although the diabetes educator sent me the templates to apply in other areas, the plunger problem will continue to exist and I feel better applying on my abdomen and not my arm, leg, etc. I regret that I have not kept more data and that what I have sent you is sufficient. If you can send me some boxes to replace the syringes that have not done their job well, I am going to thank you very much. Also because I am a pensioner and what I receive is the minimum to not take advantage of the product properly.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla plunger was stuck and difficult to move. The consumer was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: 1) in some syringes the black plunger gets stuck. 2) in other syringes, it is very difficult to remove the cap, it is very difficult and can be damaged by needle. She mentioned what happened to her with other boxes that she no longer had to give us the information. Info received from customer by email on 07/23/2020: with few syringes I have had the problem that the lid is so stuck that I cannot open it, like the one I pointed out in the photo. With others, I press down with a cloth and it opens. What I always do is run the plunger a couple of times before putting the needle into the insulin. I always apply it on my abdomen, for convenience, but lately out of each bag with 10 syringes, approximately six of them have the problem that already inside the skin it becomes like a bubble or something that prevents the liquid from advancing. I have tried to raise the plunger and lower it, but on 25 it gets stuck and does not walk anymore, so I have to remove the syringe, clean another area and force the plunger, thereby losing insulin and reapplying it in another area. This being the case, I am losing doses because the syringe can no longer be put back into the bottle and I throw it away. Since they are so expensive, I no longer apply another syringe with the lost amount. In the morning I must apply 25 and in the evening 10. With little liquid the plunger does not stick. I have been applying it myself for about a year now, I think. Before, a person came to put it on, but it is not affordable either. This is only recently happening. In the morning broadcasts of fb welfare and diabetes I asked if I was doing something wrong when applying the syringe so that it clogs and does not run the liquid and they suggested that I check the expiration date and I see that it is valid. Having to dispose of a new syringe, without being able to use it as is the problem of the stopper, because it hurts in the pocket, since diabetes is a very high maintenance disease. I see that they are syringes imported from the USA and therefore I know that they necessarily passed the quality control to get here and the bd brand is prestigious, so I do not understand what the problem is. I usually keep the syringes in one of the bags until it is full, put masking tape on them and throw them away. I open the boxes until the 3 bags are finished, and I use bag by bag, opening only the one I need. And I did not intend to complain, really, but due to the pressure I exert on the syringe, I have had several bruises and although the diabetes educator sent me the templates to apply in other areas, the plunger problem will continue to exist and I feel better applying on my abdomen and not my arm, leg, etc. I regret that I have not kept more data and that what I have sent you is sufficient. If you can send me some boxes to replace the syringes that have not done their job well, I am going to thank you very much. Also because I am a pensioner and what I receive is the minimum to not take advantage of the product properly.

Manufacturer narrative:
Multiple catalog numbers: there were multiple catalog numbers reported to be involved. The information for each catalog number is as follows: medical device catalog #: 324913. Medical device catalog #: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301520, medical device expiration date: 2024-11-30, device manufacture date: 2020-02-13, medical device lot #: 9119555, medical device expiration date: 2024-05-31, device manufacture date: 2019-07-25. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended on lot # 9301520. This is the 1st related complaint for plunger difficult to move on lot # 9301520. This is the 1st related complaint for plunger difficult to move on lot # 9119555. Unable to perform complaint lot history check for shield does not detach as intended due to unknown lot number. Unable to perform complaint lot history check for plunger difficult to move due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended and plunger difficult to move) was captured and addressed. Investigation summary: customer returned photos of a 3/10cc syringe with poly bags from lot # 9301520 and lot # 9119555. Customer states that the black plunger gets stuck and it is very difficult to remove the cap, it is very difficult and can be damaged by needle. The photos were examined and it is difficult to determine if the plunger is difficult to move and if the shield is difficult to remove solely from the photos. A review of the device history record was completed for batch# 9301520. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200856295, 200856543, 200856043] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9119555. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200821207] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the plunger is difficult to move and if the shield is difficult to remove solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla plunger was stuck and difficult to move. This was discovered during use. The following information was provided by the initial reporter: in some syringes the black plunger gets stuck. In other syringes, it is very difficult to remove the cap, it is very difficult and can be damaged by needle.